Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges would not fit onto the pump. Reportedly, there was an o-ring from a cartridge on the pneumatic tap. The contact removed the o-ring and attempted to load another cartridge; however, the contact was unable to fit the cartridge onto the pump. It was noted that after a few attempts, a cartridge was able to be loaded. There was no impact to the customer's blood glucose level.